Manufacturer narrative:
Medwatch sent to FDA on 2/23/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: patient was injected with juvederm voluma xc. Symptoms have "?" Resolved after 3 aspirations, antibiotics and hyalase over 3 weeks.

Manufacturer narrative:
Medwatch sent to FDA on 12/29/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and granuloma (unconfirmed) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in the "zygomatic/malar arch lateral and anterior - mid face." Two days later, the patient developed swelling that felt "watery" on the "right side only." Symptoms became worse the following day and the patient was treated with kelfex, ibuprofen and panadol "if pain." After another 4 days, the patient became worse and the doctor consulted with another physician who noted the symptoms to look like a "granuloma (not peri-orbital cellulitis)." The consulting physician also had the patient stop using keflex then treated with ciprofloxacin, flagyl and doxycyciline. Symptoms are ongoing. Patient is "comfortable, not septic and happy to continue" with treatment.

Manufacturer narrative:
The events of hard swelling and filled with pus-like fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of abscess: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Additional information: the patient had the lateral cheek aspirated 2 times which had "pus-like fluid" which has settled. No aspiration was done below the right orbit area where there is still some "hard swelling." Patient was also treated with prednisone, hyalase and heat. The patient continues to have "flare-ups" and has been left with "indentations" due to the "abscess drainage and hyalase."